Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what was used to complete the procedure? =>no further information is available. Was the surgery completed successfully? =>no further information is available a manufacturing record evaluation was performed for the finished device lot plu024, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by a sales rep that during cardiovascular surgery on an unknown date, the suture broke during use. There were no adverse consequences to the patient. No additional information could be provided.